Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of 2067 ohms. At this time, no intervention has been performed and the patient will continue to be monitored. The ICD remains implanted and in service. No adverse patient effects were reported.